Manufacturer narrative:
After secondary review on (B)(6) 2021, mentor became aware of missing data in the initial report. Manufacturer¿s reference number: (B)(4), d7a. Is this a single-use device that was reprocessed and reused on a patient? No. D8. Was this device serviced by a third party? No. D9. Device available for evaluation? No.

Manufacturer narrative:
On 27/jul/2021, the suspect medical device was returned to mentor for evaluation. The evaluation was completed on 2/aug/2021. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view and extending to the posterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information that the patient was diagnosed with bilateral capsular contracture, baker grade unknown. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture baker grade unknown block d6b ¿ explantation date: (B)(6) 2021. This medwatch report is for the left-sided implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 250cc mentor smooth round moderate profile saline breast implant experienced left-sided breast pain postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.